Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient did not feel stimulation. The patient was having "problems with it," but now then do not feel it at all. The caller reported that the patient can increase stimulation all the way up and still does not feel anything. The caller reported that the patient fell on the implant the year prior to the call, but that nothing was tested because while the patient was not feeling stimulation at that time the patient was not "up all night going to the bathroom." The caller stated that the patient fell on the implant 2 or 3 times at the same time and it has not been the same since. The patient had lost weight and now the implant was more superficial. There was not an allegation of migration. The caller indicated that the patient is waking up with stomach aches every night and having "major problems." The patient reportedly had anxiety which the patient knows can "override" the unit. The patient stated that they are up every hour to hour and a half urinating every night and having stomach pains during the day. The caller reported that the patient has gone 3 months without sleep and was unable to provide a clear timetable of when the issues started, but reported that it had been a long time. The caller also noted that the patient was waiting on their 5th knee replacement (unrelated) and has a lot going on which the patient is sure is effecting their implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up with the consumer indicated that the patient only has one lead out of the 4 still connected. The consumer indicated that the manufacturer representative (rep) was able to work around the other leads and only use the one lead. The patient was going to need to have surgery to put in a new unit and reconnect all leads. The patient indicated that the lack of stimulation, stomach pain, frequency, anxiety, and sleep disturbances were resolved. No additional patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they got a staph infection from their 5 knee surgeries. The patient noted that they were waiting until their staph infection cleared before getting a revision for the leads that were damaged from falling. The patient stated that only one electrode was working and that they were working with the rep who was able to reprogram them 3-4 months ago. No further complications were reported or were expected.